Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
The customer reported via phone call that the insulin pump had a blank display and also received unexpected restart while troubleshooting for blank display. The customer¿s blood glucose level was 100 mg/dl. Customer stated that insulin pump was broken, she had changed the battery last night, and that when she woke up, and the pump screen was blank. Customer stated that she inserted a new battery may be 20 minutes ago and it¿s still blank. The customer was assisted with troubleshoot for blank display and customer reported an unexpected restart that appeared on her insulin pump screen. Customer had inserted new battery that meets IFU guidelines to test with the pump. Customer states the display returned and another unexpected restart was reported. The customer was also assisted with troubleshoot for unexpected restart. The pump alarmed unexpected restart. It was reported that the customer had received a total of two unexpected restart earlier in the call. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify unexpected alarm alarm due to blank display. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked reservoir tube window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip..